Manufacturer narrative:
This report is being amended to reflect changes. Upon receipt of additional information it has been determined that the reported device did not cause or contributed to the patient's death. Zimmer considers this investigation closed.

Event description:
It is now reported that the patient's death was not related to the device.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the patient passed away approximately eight months following knee arthroplasty. Cause of death is unknown.